Event description:
Customer reported that system was being set up to use in a case and found that system would not fluoro. No pt involvement. System was swapped out and case was completed.

Manufacturer narrative:
Gehc surgery service personnel checked and found pins pushed in on lemo relay connector. Replaced lemo relay cable assembly. Booted system and initated fluoro with no problems.